Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "leak in iab message" issue. The fse completed the service call and with full calibration. The unit passed all calibrations, functional and safety tests per factory specifications. All specifications were tight without leakage. The fse returned the unit to the customer and cleared for clinical use. The unit passes all calibrations, functional and safety tests. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a leak in intra-aortic balloon (iab) message. No patient harm, serious injury or adverse event was reported.